Event description:
It was reported that the pta balloon would not deflate after being used in the jugular vein. There was no patient injury.

Manufacturer narrative:
Additional information regarding the event has been requested. The device history records are currently being reviewed. The sample has been received and is being evaluated. The investigation is currently underway.